Event description:
A malfunction on the pump was reported by the caller, who indicated that no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.